Event description:
It was reported that ¿the combining item between the catheter was broken and not locked¿. The device was noted as never being implanted and a different product was used. The pump device was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
The model 8781 is shipped with the catheter to catheter connector not attached to either the pump or spinal segment. No catheter to catheter connector was returned with the other components and therefore no determination could be made as to whether there was an anomaly with that particular component. The incomplete catheter portion that was returned in segments had acceptable testing as noted through analysis.